Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side rupture. Recently, healthcare professional reported a capsular contracture. Company representative later reported "left side rupture only". Device was explanted.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 12/jun/2024.

Event description:
Healthcare professional reported a left side rupture. Recently, healthcare professional reported a capsular contracture. Company representative later reported "left side rupture only". Device was explanted.